Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who indicated on (B)(6) 2025 at around 01:30, the patient had been monitored on the bedside with the central station in unit msnu 778 when the spo2 alarmed then stopped. The customer expected the alarm to continue. Clinical staff noticed the patient was in an alarm condition, but the monitor did not alarm as expected. The ras used philips remote service (prs) to examine the logs. The audit logs were reviewed with the customer, revealing a red desaturation alarm was generated at 01:24:36, which was acknowledged at the central station at 01:24:41 and at the bedside at 01:24:50. The ras noted that the patient's low desaturation condition continued and bed 778 mon1 had a remind entry for the red alarm at 01:27:46 (3 min remind setting for mon1). Red alarms sound played at pic hosts: msnu cs1 (iwkmsnucs1) and msnu ov1 (iwkmsnuov1) at 01:27:46 and stopped at 01:27:53 as expected for a remind alert. (6 sec remind sound). This reminder was then acknowledged at 0129:57 at mon1. The ras pointed out the audit logs match the alarm settings of mon1. The alarm behaviors for the wireless devices managed by the pic host: msnu cs1 (iwkmsnucs1) were set differently. This may cause confusion with different alarm behaviors in the same unit. The customer understood the ras's email explanation and files, that of which were shared with clinical leadership. The customer advised the case could be closed. Alarm behavior settings for mon1: visual alarm latching for reds only (config setting can be changed), audible alarm latching for reds or yellows is off, alarm reminder set to remind, not realarm, alarm reminder set to 3 minutes. The alarm behaviors for the wireless devices managed by the pic host: msnu cs1 (iwkmsnucs1) are set differently. Visual alarm latching for reds and yellows: on (factory default can't change), audible alarm latching: set to reds and yellow (config setting, can be changed), alarm reminder set to remind, not realarm, alarm reminder set to 3 minutes. Summary of technical complaint investigation: the logs were downloaded by the ras and sent to the internal product support engineer (pse) for further analysis. The pse noted the supplied clinical audit logs contain entries indicating the alarm sounds were occurring at iwkmsnuov1 and iwkmsnucs1. (B)(6) 2025 01:30:00 iwk 778 sector: desat 67 < 80 ended. Pic ix: iwkmsnuov1 red alarm. (B)(6) 2025 01:30:00 iwk 778 sector: desat 67 < 80 ended. Pic ix: iwkmsnucs1 red alarm. (B)(6) 2025 01:29:59 iwk 778 desat 67 < 80 ended. Mon1 red alarm. (B)(6) 2025 01:29:57 iwk 778 acknowledge mon1 acknowledge. (B)(6) 2025 01:29:40 alarm or inop sound stopped. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:29:40 alarm or inop sound stopped. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:29:33 yellow alarm sound played. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:29:33 yellow alarm sound played. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:27:53 alarm or inop sound stopped. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:27:53 alarm or inop sound stopped. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:27:46 red alarm sound played. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:27:46 red alarm sound played. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:27:46 iwk 778 remind mon1 red realarm/remind. (B)(6) 2025 01:26:28 alarm or inop sound stopped. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:26:28 alarm or inop sound stopped. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:26:22 yellow alarm sound played. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:26:22 yellow alarm sound played. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:24:50 iwk 778 acknowledge mon1 acknowledge. (B)(6) 2025 01:24:42 alarm or inop sound stopped. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:24:42 alarm or inop sound stopped. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:24:42 iwk 778 acknowledge pic ix: iwkmsnucs1 acknowledge. (B)(6) 2025 01:24:41 iwk 778 acknowledge pic ix: iwkmsnucs1 acknowledge. (B)(6) 2025 01:24:36 red alarm sound played. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:24:36 red alarm sound played. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:24:36 iwk 778 sector: desat 69 < 80 generated at 01:24:34. Pic ix: iwkmsnucs1 red alarm. (B)(6) 2025 01:24:36 iwk 778 sector: desat 69 < 80 generated at 01:24:34. Pic ix: iwkmsnuov1 red alarm. (B)(6) 2025 01:24:36 iwk 778 desat 69 < 80 generated at 01:24:34. Mon1 red alarm. (B)(6) 2025 01:24:35 iwk 778 user request: spo2po - alarms on pic ix: iwkmsnucs1 alarm on/off. (B)(6) 2025 01:24:35 iwk 778 spo2po - alarms from off to on mon1 alarm on/off. (B)(6) 2025 01:24:34 iwk 778 user request: spo2po - alarms off pic ix: iwkmsnucs1 alarm on/off. (B)(6) 2025 01:24:33 iwk 778 user request: spo2po - alarms on pic ix: iwkmsnucs1 alarm on/off. (B)(6) 2025 01:23:16 alarm or inop sound stopped. Pic ix: iwkmsnucs1 alert sound. (B)(6) 2025 01:23:16 alarm or inop sound stopped. Pic ix: iwkmsnuov1 alert sound. (B)(6) 2025 01:23:10 yellow alarm sound played. Pic ix: iwkmsnucs1 alert sound. Based on the information available and the logs provided, there were no problems identified within the logs. The system was confirmed to be working according to specification. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who indicated on (B)(6) 2025 at around 0130 the patient was being monitored on the bedside monitor with the central station in unit msnu 778 when the spo2 alarmed then stopped. The customer was expecting the alarm to continue. Clinical staff noticed the patient was in an alarm condition, but the monitor did not alarm as expected. The ras used philips remote service (prs) to examine the logs. The audit logs were reviewed with the customer, revealing a red desaturation alarm was generated at 01:24:36, which was acknowledged at the central station at 01:24:41 and at the bedside at 01:24:50. The ras noted that the patient's low desaturation condition continued and bed 778 mon1 had a remind entry for the red alarm at 0127:46 (3 min remind setting for mon1). Red alarms sound played at cs1 and ov1 at 0127:46 and stopped at 0127:53 as expected for a remind alert. (6 sec remind sound). This reminder was then acknowledged at 0129:57 at mon1. The ras pointed out the audit logs match the alarm settings of mon1. The alarm behaviors for the wireless devices managed by the pic cs1 were set differently. This may cause confusion with different alarm behaviors in the same unit. Alarm behavior settings for mon1: ¿ visual alarm latching for reds only (config setting can be changed). ¿ audible alarm latching for reds or yellows is off. ¿ alarm reminder set to remind, not realarm. ¿ alarm reminder set to 3 minutes. The alarm behaviors for the wireless devices managed by the pic cs1 are set differently. ¿ visual alarm latching for reds and yellows: on (factory default can't change). ¿ audible alarm latching: set to reds and yellow (config setting, can be changed). ¿ alarm reminder set to remind, not realarm. ¿ alarm reminder set to 3 minutes. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nursing staff witnessed a red spo2 alarm but then the alarm stopped; therefore, the customer requested assistance in determining whether alarm behavior was correct. The device was in use on a patient at the time of the event and it was indicated there was no patient harm as the nurses witnessed the change in patient condition.